Event description:
The home health nurse of a (B)(6) female patient called zoll customer support to report that the patient's battery pack would not power up the monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problems (battery will not hold charge and battery faults) are being investigated. A root cause investigation is currently underway. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The patient rec'd a replacement battery pack.